Event description:
It was reported that the device had a corroded ethernet port. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded sio board. Replaced corroded left/right iui. Replaced damaged power cord. A review of the device history record for (B)(6) was performed from 03/28/2013 to 01/15/2021 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200167353 for component failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the communication board there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161, the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from 03/28/2013 to 01/15/2021 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for component failure which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a corroded ethernet port. There was no patient involvement.